Event description:
A patient developed an infection after the ps was implanted. Implant was removed.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.